Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract extraction with intraocular lens implant procedure the handpiece heated up abnormally. The patient did have a very hard cataract. The handpiece was exchanged to complete the case. There was no patient harm reported.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample found no nonconformities. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer-reported event of the handpiece heating up abnormally was unable to be replicated. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the phaco handpiece heated up abnormally. The phaco handpiece was manufactured on march 6, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. Root cause the root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).